Event description:
The customer reported that while running a hiv-1 p24 antigen assay, using summit sample handler, did not pipette the correct amount of sample and no error message was given. A field service engineer was dispatched and could not duplicate the problem. This report corresponds to ortho-clinical diagnostics, inc. Complaint number 00-04871-09.